Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.